Event description:
It was reported that log file review captured low power hazards on 01may2023 at 15:44:31. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The mpu had a v-lock connector on the ac cord and the ac cord was checked to make sure it was plugged all the way into the wall and followed the cord back to the mpu to check for a tight connect. The cause of low power hazards was reportedly due to the cord not being all the way plugged into the wall.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power hazard alarms while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted event log file, containing approximately 3 days of information (01may2023 to 04may2023 per timestamp). Beginning at 15:44:31 on 01may2023, the rsoc values of both cables began to decrease steadily. As these values decreased below the designed alarm thresholds, low power hazard and power cable disconnect alarms activated as intended. These alarms cleared shortly later at 15:44:34 of the same day, as the rsoc and voltages returned to typical values. This sequence of events is consistent with a loss of ac power to the mobile power unit. This event did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low speed limit throughout the data. The mpu (serial number: unknown) was not returned for analysis. Provided information indicated that the ac power cord was loose within the wall outlet; this was determined to be the root cause of the reported low power hazard alarms. The device history record for the mobile power unit could not be reviewed, as the serial number was not provided. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including low power hazard and power cable disconnect alarms. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.